Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, oversensing was observed. Patient was asymptomatic. Programming changes were suggested. No further information was provided.